Event description:
It was reported the pt developed an infection 2 months post-implant of the spinal cord stimulation system.

Manufacturer narrative:
This report is being filed under exemption which covers a 3-year retrospective review of previous calls that were not forwarded to complaint handling from pt/technical svcs for MDR review during the time period of june 1, 2004 to may 1, 2007 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury and malfunction events found during this review. This medwatch report represents 1 unreported serious injury event for model scs ipg, 1 serious injury event fo rmodel scs lead, and 1 serious injury event for model 37711 for the above time period (all product code lgw). This total includes the event described in this report.